Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not functioning as intended. Reportedly, the wake button required "more force to press" in order to wake the pump up. Due to continuously having to press the wake button, the customer reported they unintentionally entered the quick bolus screen and received an alert 33. During troubleshooting with tandem technical support (cts), it was confirmed that the pump still turns on when plugged into a power source. Cts advised the customer to call back if the issue persists; the customer acknowledged. There was no impact to the customer's blood glucose level.